Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implant site was sore to the touch when she was standing. She was having cramping and pinching nerve feeling. The patient reported the symptoms started a few months ago and progressed. After charging last week, she noticed the pain more. The patient stated she saw a device manufacturing representative (rep) for reprogramming a few months ago and mentioned to the rep about the soreness. The patient was to follow up with the health care provider (hcp). The patient stated the symptoms started a few months ago. Later, the healthcare provider (hcp) reported an implantable neurostimulator (ins) pocket issue. The ins was becoming uncomfortable due to the patient losing a lot of weight. The patient ended up having a pocket revision and a new ins implanted. This revision was done on (B)(6) 2016. The patient was doing fine but was wondering if the patient would be contacted to determine next steps. Relevant medical history included other chronic intractable pain in the trunk or limbs.